Event description:
It was reported the patient could feel the device moving around and it was moving outward. The patient was having a ¿great result¿ and there were no issues with therapy. It was noted that on occasion the patient would feel a little shocking sensation at the pocket. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va005rq, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).